Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A visual inspection revealed that a cut in the pump tubing from the arterial line was found. After further inspection no other damage to the lines were found. This kind of damage (cut) could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. This could be caused due to distorted components, misaligned assembly cylinder in load tube station, or misaligned jaws in load t and adapter connector assembly station. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility administrator reported that a blood leak occurred with the combi set smartech bloodlines immediately into the patient¿s hemodialysis (hd) treatment. It was reported that blood began dripping from the venous blood line on the combi set tubing. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The nurse did notice a small horizontal slit in the line (approximately 5 mm) during the reported event. The machine, a fresenius 2008t machine and a fresenius 160nre dialyzer were used during the reported event. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator reported that a blood leak occurred with the combi set smartech bloodlines immediately into the patient¿s hemodialysis (hd) treatment. It was reported that blood began dripping from the venous blood line on the combi set tubing. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The nurse did notice a small horizontal slit in the line (approximately 5 mm) during the reported event. The machine, a fresenius 2008t machine and a fresenius 160nre dialyzer were used during the reported event. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is available for return for physical evaluation by the manufacturer.